Manufacturer narrative:
The device was returned and it was evaluated in the laboratory. A longevity calculation was performed and the battery depletion was normal based on the device usage. Functionality testing of the device revealed no anomaly. Based on this information, there was no evidence of premature battery depletion.

Event description:
During device explant and replacement due to normal elective replacement indicator, it was noted that the device had reached end of life prematurely. The patient's condition was stable following the procedure and there were no adverse consequences.